Manufacturer narrative:
Other relevant device(s) are: product ID: u nk_nav_comp, serial/lot #: unknown. Patient information was unavailable. No 510k available for this device. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used intra-operatively. It was reported that two sets of spheres were not being tracked. The issue was coped by opening a new set of spheres. There was no impact to patient outcome.